Event description:
On (B)(6) 2013, this patient underwent endovascular treatment for an abdominal aortic aneurysm measured 51.2mm and was implanted with gore® excluder® aaa endoprostheses. The patient tolerated the initial procedure. On an unknown date in (B)(6) 2022, the abdominal aortic aneurysm rupture was reported. On an unknown date in (B)(6) 2022, the patient expired. The follow up images were not provided. No adverse events or complications were reported. No additional treatments were performed. The cause of rupture is unknown. The date and the cause of death is unknown.

Manufacturer narrative:
Code c20: a review of the manufacturing record for the device is going to be conducted. The investigation is in process. Further information will be provided. Also were used: pxc121200/ 11714497 UDI# (B)(4). Pxc121400/ 9910480 UDI# (B)(4). A review of the manufacturing record for the pxc121200/11714497 and pxc121400/9910480 verified the lots met all pre-release specifications. The cause of rupture is unknown. The date and the cause of death is unknown. Additional information was requested. Patient's race: other, mix race "pardo¿ . W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Due to the information provided from the physician that the aortic rupture and death were not related with gore devices implanted, this event is no longer considered reportable. The gore device (gore excluder aaa endoprosthesis ) is located in the abdominal aorta and the rupture occurred in the thoracic aorta. This report was sent as a retraction.

Event description:
The physician reported that the aortic rupture and death were not related with gore devices implanted. The gore device (gore excluder aaa endoprosthesis) is located in the abdominal aorta and the rupture occurred in the thoracic aorta.

Manufacturer narrative:
Additional information: b2: outcome; death, (B)(6) 2022 b3: event date b5: event description h1: type of reportable event: death the cause of death is aneurysm rupture, cardiac arrest and hypovolemic shock. The cause of rupture is unknown. As the date of the aneurysm rupture is unknown, the date of death- (B)(6), 2022 will be used as an event date. H.6. Code c20: a review of the manufacturing record for the device is going to be conducted. The investigation is in process. Further information will be provided.

Event description:
On (B)(6), 2013, this patient underwent endovascular treatment for an abdominal aortic aneurysm measured 51.2mm and was implanted with gore® excluder® aaa endoprostheses. The patient tolerated the initial procedure. On an unknown date in 2022, the abdominal aortic aneurysm rupture was reported. On (B)(6), 2022, the patient expired. The cause of death is aneurysm rupture, cardiac arrest and hypovolemic shock. The follow up images were not provided. No adverse events or complications were reported. No additional treatments were performed. The cause of rupture is unknown. Additional information was requested but was not available.

Manufacturer narrative:
B5: the event description was updated. H6: code c19- a review of the manufacturing records for the devices verified the lots met all pre-release specifications. Also were used: pxc121200/ (B)(6) UDI# (B)(4) and pxc121400/ (B)(6) UDI# (B)(4). The cause of rupture is unknown. The additional information was requested, however, they don´t have any information about the patient or the aneurysm enlargement after the implant procedure in 2013. They only have the echocardiogram that seems normal. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to aneurysm rupture and death.

Event description:
It was received from the site that they don´t have any information about the patient or the aneurysm enlargement after the implant procedure in 2013. They only have the echocardiogram that seems normal.